Event description:
It was observed that during the device evaluation, the duodenovideoscope stent became lodged in the channel and caused an insignificant delay to procedure. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the biopsy channel was blocked with the sponge element of a locking device and biopsy valve. Based on the results of the investigation, a definitive root cause for what caused the blockage could not be determined. Olympus will continue to monitor field performance for this device.